Event description:
It was reported that suture placement in the left common femoral artery was attempted with two proglide device using the pre-close technique via a 6f sheath hole prior to a thoracic aortic aneurysm (taa) interventional procedure. Reportedly, a link break occurred when the plunger was removed (step 3) with two proglide devices. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 22f, and the taa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy.

Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, link/suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The additional device referenced in b5 is filed under separate medwatch report number.